Event description:
It was reported that, "that doctor called rep saying they had a patient with a ceramic on ceramic hip they thought the liner was fractured. When the patient arrived at the hospital the x-ray showed that part of the liner had fractured and was outside of the joint. During the surgery, they discovered that the titanium insert was in place but, all the ceramic material had broken away from the insert. The head was still in place and looked normal except for the discolorations.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.